Event description:
The incident occurred during an arthorscopy procedure when the physician observed swelling of the knee and thigh adjacent to the fluid in-flow sites. It was determined the pump was delivering pressure greater than set gauge reading. Equipment did not alarm.